Event description:
The customer reported that the unit shuts down on its own. No patient injury was reported.

Manufacturer narrative:
The ge service rep found that the dsm module power supply was intermittently failing. The system was repaired, found to be operating as intended, and released to the customer for use.